Event description:
It was reported that the patient was admitted with stroke on (B)(6) 2016. The patient was discharged on (B)(6) 2016, with hospice care. The patient later expired on (B)(6) 2016 from natural causes due to the previous stroke.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported stroke and patient death could not be conclusively determined through this evaluation. The hmii lvas IFU lists stroke and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015. The heartmate ii lvas IFU rev. C is currently available. Stroke and death are listed as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to a stroke. The patient had fallen at home and had a subsequent left m3 middle cerebral artery embolus. The patient was discharged from the hospital on (B)(6) 2016 on hospice care. It was reported that the device operated as intended. There were no reported device issues or malfunctions that could have caused or contributed to the patient's cause of death.